Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported incident. A supplemental report will be submitted if additional information is provided.

Event description:
Siemens became aware of an incident with a patient. The patient had undergone eight interventional procedures since on (B)(6) 2023. The last interventional procedure was performed on (B)(6) 2025, on the artis zee iii ceiling system. At the latest follow-up examination, it was found that the patient had developed radiation dermatitis. Detailed investigations into whether and to what extent the system contributed to this side effect are still on-going.

Manufacturer narrative:
The investigation of the reported event was completed with the following results. No log files were provided for the investigation, however, examination protocols of the affected patient, including those from the date of the event, were available for analysis. The patient received a total accumulated dose of 17.8 gy, including 53 minutes of fluoroscopy with 12.9 gy. Most of the administered dose is attributable to the prolonged treatment duration and the use of non-dose-sparing protocols. As per system expert, the examination protocol of the event does not contain the copper filter value. This can be attributed to the fact that the system was not able to select the prefilter option. This assumption is supported by later log files showing prefilter errors and service reports confirming that the issue was identified during maintenance two weeks after the event. The purpose of the prefilter function is to remove low-energy, dose-effective components of radiation in order to reduce patient exposure. The use of an incorrect prefilter can result in either a higher or lower patient dose. In the reported case, throughout the procedure, the operator could monitor the total dose on the display, and the dose was administered under the operator¿s supervision. A warning message stating ¿possibly wrong dose, cu prefilter, sc¿ was visible to the operator. The operator manual advises limiting system usage to the clinically necessary minimum until the issue is resolved. During the system maintenance, siemens customer service engineer replaced the prefilter. Following the replacement, the system worked as specified. The occurrence rate of the identified cause has been checked, and no error accumulation has been identified. The occurrence rate is below the defined threshold.